Event description:
It was reported that the pt's guardians noticed an obvious decline in the auditory performance on (B)(6) 2011. A history of head trauma was denied by the guardians, and problems of external parts have been excluded. Testing carried out on (B)(6) 2011, shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.